Event description:
Review of service data detected a reportable problem. During servicing, charger/modem sn (B)(4) would not power on. The last patient to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. As rec'd, the charger/modem would not power on. Upon evaluation, the power supply unit was defective. The cause of the inability o power on is the defective power supply uni. The root cause of the defective power supply unit cannot be positively identified but was likely the result of physical abuse. No adverse event resulted from the defective power supply. The last patient to use this charger/modem did not report any deficiencies.